Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a pump module programmed via interoperability had unexplained dose change while infusing bivalirudin (5mg/1ml). The dose changed from the ordered dose of 0.85mg/kg/hr to 0.8796 mg/kg/hr on both the pump and in epic. Upon preliminary log review by bd interoperability consultant showed the up arrow was inadvertently pressed while programming the ordered dose of 0.85mg/kg/hr, created a new rate of 0.8796 mg/kg/hr there was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a pump module programmed via interoperability had dose change noted while infusing bilvalirudin (5mg/1ml). The dose changed from the ordered dose of 0.85mg/kg/hr to 0.8796 mg/kg/hr on both the pump and in epic. Upon preliminary log review by bd interoperability consultant showed the up arrow was inadvertently pressed while programming the ordered dose of 0.85mg/kg/hr, created a new rate of 0.8796 mg/kg/hr there was patient involvement but no harm.